Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level (bg) was "high"; specific value not provided. A correction bolus via the pump was delivered to addressed elevated bg. The customer did not have an alternate method of insulin therapy available. Multiple attempts were made by tandem technical support to confirm an alternative method of insulin therapy was obtained; however no response was received.